Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for a normal device chanegout, the right ventricular lead was capped and replaced due to high capture threshold depleting the device battery. The patient condition is reported stable during a post procedure follow-up.